Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: eight samples with sealed packaging were received by our quality team for evaluation. The samples were subjected to plunger breakout and sustaining force test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd 1ml syringe slip tip with bd precisionglide¿ needle, the device experienced difficult plunger movement. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the plunger is too hard to push and pull.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: eight samples with sealed packaging were received by our quality team for evaluation. The samples were subjected to plunger breakout and sustaining force test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd 1ml syringe slip tip with bd precisionglide¿ needle, the device experienced difficult plunger movement. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the plunger is too hard to push and pull.